Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose level over 400 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2020 with a reported kidney injury. Reportedly, an auto-off alarm had occurred. Customer confirmed that there had been no interaction with the pump for an extended period (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). Tandem technical support educated the customer on the pump's auto-off safety feature per user guide. Customer adjusted the auto-off safety feature to address the issue.